Manufacturer narrative:
Pump passed displacement test and self test. No audio/vibrate anomaly noted. Hardware low level failures alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. The insulin pump will be returned for analysis.